Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened button dome switch. No button error alarm was noted during testing. The displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 267 mg/dl at time of reporting. Nothing further reported.